Event description:
The device result was 455mg/dl with a repeat result of 101mg/dl. He repeated the test because he had hypoglycemic symptoms. The device was replaced and requested to be returned for evaluation.